Event description:
The account alleged the bed would go into cardio pulmonary resuscitation and then trendelenberg by itself. No pt impact.

Manufacturer narrative:
The account found the cardio pulmonary resuscitation cables pulled tight. The account adjusted the cardio pulmonary resuscitation cables and re-routed the cables so tension not on the cables to resolve the issue.